Event description:
It was reported to boston scientific corporation that a zipwire guidewire was used during a ureteral lithotripsy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the tip of the zipwire broke off inside the patient. The tip was retrieved using retrieval forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported be fine.

Event description:
It was reported to boston scientific corporation that a zipwire guidewire was used during a ureteral lithotripsy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the tip of the zipwire broke off inside the patient. The tip was retrieved using retrieval forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported be fine.

Manufacturer narrative:
A detailed device analysis was performed on the returned zipwire guidewire; the condition of the returned device revealed that there were cut damage on polymer jacket of the guidewire, and a large bend near the distal tip. The distal tip of the device did not detached and the core wire at tips distal end was not exposed. The most probable root cause of this complaint is operational context.